Event description:
Dexcom g7 experienced "brief sensor issue" and then sensor failure on an 8 year old male, 66 lbs. Type 1 diabetic. Attempted to contact dexcom via their dexcom.com/contact site but it would not allow me to submit the product failure request. The screen said "an error has occurred, please call us for assistance at 888-738-3646." I called this number and the hold time was 45 minutes.